Event description:
During a low anterior resection procedure, the anvil did not tilt and the instrument did not cut on the proximal end. The surgeon removed the device and completed the procedure by manual suture.